Event description:
It was reported that the ortholock ex-pin 3x110 broke upon insertion into the tibia during a procedure. The broken fragment was not left in the patient's bone. This was not the first use of the pin. The case was completed successfully without any delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Manufacturer narrative:
The reported event could not be confirmed as the product was not returned by the customer for evaluation. H3 other text : device not returned for investigation.